Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71074be00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 71074be00 was identified.

Event description:
The customer observed a false reactive alinity I toxo igg for one patient. The results were not reported out of the laboratory. The following results were provided: sid (B)(6), initial toxo-igg result= 7.3 iu/ml; repeat results (other analyzer) = 0.1 iu/ml, 0.1 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 7p45-40 / 45, with 510k number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I toxo igg for one patient. The results were not reported out of the laboratory. The following results were provided: sid (B)(6), initial toxo-igg result= 7.3 iu/ml; repeat results (other analyzer) = 0.1 iu/ml, 0.1 iu/ml there was no impact to patient management reported.